Event description:
It was reported that a patient experienced a hernia recurrence approximately two years after ventral intraperitoneal hernia repair with ovitex lpr. The device was left in place and the recurrence surgically repaired.

Manufacturer narrative:
A review of photos of the surgical site suggests that the material chosen was inadequately sized to appropriately overlap the hernia defect.